Manufacturer narrative:
Per the customer technical specialist (cts) the customer stated that they found tubing loose at port 5 (diff sample line) on the bsv, which they reattached resolving the leak and no diff results. The fse replaced the probe wipe module resolving the leak. (B)(4).

Event description:
The customer reported observing a leak of approximately 20 mls in volume of greenish fluid under the bsv (blood sampling valve) of the coulter lh 750 hematology analyzer during startup. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. The customer also stated they were obtaining no diffs on a single patient sample. Although diff vote outs were obtained on one patient sample, there were no erroneous results reported outside the lab and no death, injury or change to patient treatment as a result of this event.